Manufacturer narrative:
This product is registered as a combination product. Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-09310, 2017865-2021-09315, 2017865-2021-09316. It was reported that the patient presented with an unspecified infection three weeks after implant. The implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were explanted. There were no patient consequences.